Event description:
A female pt was implanted with a gore propaten vascular graft in early 2009. A below-knee bypass procedure was performed from the common femoral artery to the tibio-peroneal trunk (left leg). Ten days later, an amputation (major) was done; the device remains implanted.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. Results - the review of the manufacturing records for the device verified that the lot met all pre-release specifications.